Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and confirmed system boot-up issues. Upon analysis of the log files, software problems were identified. The philips engineer then performed a full system software reload and restored the system configuration. The epx verification was completed, and full functional testing of the system was conducted, with all aspects found to be in order. After which, the system was returned to use in good working order the codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system gave an alert indicating x-rays were not available, preventing the system from booting. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.